Manufacturer narrative:
Patient outcome code grid = death. Device evaluated by customer with assistance from philips remote service engineer.

Event description:
It was reported the customer was unable to shock the patient until the fifth attempt by the device. The device was in use at the time of the event. The customer reported they had to restart the defibrillator five times before finally shocking the patient. The patient died, the customer indicated that even if they could shock the patient during the first try, they couldn't have saved him. The device was evaluated by the customer with assistance from a philips remote service engineer. The customer performed the functional test and shock test multiple times. Based on the information available and the testing conducted the biomed was unable to replicate the reported problem. The reported problem was not confirmed. The customer discarded the event printouts. Also, the memory card was not present in the defibrillator. As the patient event file could not be evaluated by philips, the cause of the did-not-shock-issue cannot be determined the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Correction: this complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2022-01871.

Event description:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2022-01871.